Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-08187. It was reported that an asymptomatic patient presented in clinic for a follow-up. Multiple episodes of noise reversion were noted on the right atrial and right ventricular leads. The atrial lead noise was oversensed by the device and led to multiple automatic mode switch events. There were no patient consequences and the patient will continue to be monitored.